Event description:
Patients t slim insulin pump screen went black and became non-responsive. Patient missed insulin for over an hour. Patient called the manufacturer and they gave her troubleshooting steps and it wasn't successful. Manufacturer will send replacement device.